Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for right femoral subtrochanteric fracture with tfna in question. After the surgery, non-union had been occurred, and on (B)(6) 2020, the hospital confirmed that the nail and the screw had been broken. On (B)(6) the patient underwent a removal surgery and got them replaced with unknown products made by other company. No further information is available. Concomitant devices reported: unknown end cap (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # 1), unknown helical blade (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 44mm f/im nail-ster. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition "that the nail and the screw had been broken" could be confirmed according to the received x-rays and pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.005.534s, synthes lot number: l891902, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 17, 2018, expiry date: may 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mre for non sterile product: part number: 04.005.534, synthes lot number: l871838, manufacturing site: mezzovico, release to warehouse date: april 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.